Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was intended to be implanted as a palliative measure, within the common bile duct of a patient with a malignant stricture on (B)(6), 2010. According to the complainant, during preparation for the stenting procedure, the non-bsc guidewire was fed into the stent delivery catheter, however the wire became caught on the stent. There were no visible issue noted with the stent delivery system; however, since the guidewire became stuck, it caused the stent to prematurely deploy outside the patient. Another wallflex biliary rx uncovered stent and the same guidewire were use to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4) (guidewire-resistance). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was intended to be implanted as a palliative measure, within the common bile duct of a patient with a malignant stricture on (B)(6), 2010. According to the complainant, during preparation for the stenting procedure, the non-bsc guidewire was fed into the stent delivery catheter, however the wire became caught on the stent. There were no visible issue noted with the stent delivery system; however since the guidewire became stuck, it caused the stent to prematurely deploy outside the patient. Another wallflex biliary rx uncovered stent and the same guidewire were use to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Based on investigation results that the stent was fully mounted on the delivery catheter, and there was no evidence of premature deployment, this event is no longer reportable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. A 0.035 inch guidewire was inserted through the tip and was exiting through the guidewire access port. No issue was noted with the profile of the device. During functional analysis no issue was noted in movement of the guidewire through the device and there was no evidence of the stent prematurely deploying. The returned guidewire was removed from the device and was reinserted without issue. Device analysis determined that there were no issues with the returned device which could contribute to the complaint incident of premature deployment. Based on the condition of the returned device, and the evaluation conducted the most probable root cause is operational context, as procedural/anatomical factors could have lead to resistance when advancing the guidewire. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.